Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, fse identified that the suite pc was not starting. Upon troubleshooting actions, fse transferred software from another system. Fse reloaded the software and reloaded the back up and later, replaced with the new software in the system closet. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Component code was corrected.